Event description:
It was reported that on (B)(6). 2026, a 35mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was recaptured twice while the second recapture was performed using a micro-adjustment wheel after pulling back the ds in the descending aorta. However, the gap remained unchanged; the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). Post-deployment, right coronary cusp (rcc) was observed to have damaged and on intracardiac echocardiography (ice) severe central aortic regurgitation (car) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. Severe car remained unchanged. The device was repositioned using a snare device. A 34mm, non-abbott valve was implanted. Trace car was observed; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.